Manufacturer narrative:
No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During follow-up, episodes of crosstalk leading to inhibition of pacing were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed the presence of externalized conductors. The device was reprogrammed in order to avoid inhibition of pacing. The patient's condition was stable and there were no adverse consequences.